Event description:
Per the clinic, the patient experienced skin breakdown followed by an infection at the magnet site. The patient was treated with topical antibiotics (date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with another cochlear device as of the date of this report.